Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board needs to be replaced to address the issue.